Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert triggered due to sensing noise that appeared to be 60 hz noise. The patient was swimming near the dock at the time and the noise showed up on both atrial and ventricle chambers. The lead is still in use. No patient complications have been reported as a result of this event.